Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The following information was reported by the customer's family attorney: on (B)(6) 2007, the death of customer occurred and is alleged to have been related to the insulin pump. Nothing further was reported.